Manufacturer narrative:
Parts on order; repair pending.

Event description:
It was reported that while using the greenlight laser system, the displayed power was automatically being reduced (e.g. 120 to 80 to 60w) and the touchscreen was not responsive to external power setting changes. The issue occurred near the end of the case and was reported to have been completed with an alternative method ("old fashion method"). There was no patient injury.